Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ syringe, the device experienced scale marking missing. This event occurred three times. The following information was provided by the initial reporter. The customer stated: it was reported that : 1cc syringe has no markings. Missing / inaccurate graduation marks.

Manufacturer narrative:
H6: investigation summary: three photos and six loose 1ml luer-lock syringes (p/n 309628) were received. The samples were visually evaluated. It was immediately observed that each syringe was missing the entirety of its printed scale. Pieces of adhesive, and adhesive residue were also present on various areas of the syringes. It was unclear when the adhesive was put onto the syringes. In the photos along with the missing print excessive silicone lubricant was also present outside of the fluid path behind the stopper. The observed missing print and excess silicone condition was non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1127509 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported when using the bd luer-lok¿ syringe, the device experienced scale marking missing. This event occurred three times. The following information was provided by the initial reporter. The customer stated: it was reported that : 1cc syringe has no markings. Missing / inaccurate graduation marks.

Event description:
It was reported when using the bd luer-lok¿ syringe, the device experienced scale marking missing. This event occurred three times. The following information was provided by the initial reporter. The customer stated: it was reported that : 1cc syringe has no markings. Missing / inaccurate graduation marks.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.